Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient cancelled the revision. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision wherein the patient¿s frequent charging was resolved. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient will undergo a revision procedure.